Manufacturer narrative:
Device evaluated by MFR: the compliant device was returned to our post market quality assurance laboratory. The device was returned loaded on to the customers guidewire and was in a deployed state. The investigator was unable to remove the guidewire from the device while in a fully deployed state. The investigator was unable to retract the stainless-steel shaft and was unable to put the device in a undeployed state. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The deployed stent was not returned for analysis. There were no issues noted with the stent cups or stent holders. This concludes the product analysis.

Event description:
It was reported that the delivery system could not be removed resulting to blood loss. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 10x31,5.9f,135cm carotid wallstent was selected for treatment. However, post successful stent deployment, the delivery system was stuck on the non-boston scientific (non-bsc) guidewire and could not be removed. The delivery system and non-bsc wire were pulled out as one unit, and the wire access was lost. Consequently, the patient experienced blood loss. There was no treatment provided to the patient, as the blood loss was not significant enough to require giving the patient blood. The patient fully recovered, and there were no complications as a result of this event.

Event description:
It was reported that the delivery system could not be removed resulting to blood loss. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 10x31,5.9f,135cm carotid wallstent was selected for treatment. However, post successful stent deployment, the delivery system was stuck on the non-boston scientific (non-bsc) guidewire and could not be removed. The delivery system and non-bsc wire were pulled out as one unit, and the wire access was lost. Consequently, the patient experienced blood loss. There was no treatment provided to the patient, as the blood loss was not significant enough to require giving the patient blood. The patient fully recovered, and there were no complications as a result of this event.

Event description:
It was reported that the delivery system could not be removed resulting to blood loss. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 10x31,5.9f,135cm carotid wallstent was selected for treatment. However, post successful stent deployment, the delivery system was stuck on the non-boston scientific (non-bsc) guidewire and could not be removed. The delivery system and non-bsc wire were pulled out as one unit, and the wire access was lost. Consequently, the patient experienced blood loss. There was no treatment provided to the patient, as the blood loss was not significant enough to require giving the patient blood. The patient fully recovered, and there were no complications as a result of this event.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h, device manufacturers only. Device evaluated by MFR: the compliant device was returned to our post market quality assurance laboratory. The device was returned loaded on to the customers guidewire and was in a deployed state. The investigator was unable to remove the guidewire from the device while in a fully deployed state. The investigator was unable to retract the stainless-steel shaft and was unable to put the device in a undeployed state. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The deployed stent was not returned for analysis. There were no issues noted with the stent cups or stent holders. This concludes the product analysis.